Event description:
The reporter stated that her husband did a meter to hcp meter comparison. His meter read hi, and 456mg/dl, within 5 minutes. An hour later, his doctor's meter(type unk) read 344mg/dl. The reporter said that he did not have any symptoms. On follow-up, it was stated that he had been taking a medication which had been causing various health problems. A later follow-up reported that recent back to back tests were 356 and 354mg/dl; stated they were comfortable with readings and would call back after return from vacation if there were any further concerns.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8